Event description:
It was reported via a user facility medwatch 1033912 that during laparoscopic surgery intra abdominal hemorrhage occurred after endomechanical stapling of renal artery. Case was converted to open nephrectomy.